Manufacturer narrative:
Correction: the manufacturer's initial date of awareness was reported as (B)(6) 2016; however, it has been revealed that the manufacturer's initial date of awareness was actually (B)(6) 2016.

Manufacturer narrative:
Conclusion: a device history record review could not be performed as the serial number was not provided. From the limited information received the valve was remain implanted. Without the return of the valve for analysis, a root cause of the stenosis / regurgitation cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years and 8 months post implant of this aortic bioprosthetic valve, it was replaced valve-in-valve due to central regurgitation and stenosis. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.